Event description:
Medtronic received information that approximately three years, eight months following the implant of this transcatheter bioprosthetic valve, at a routine follow up appointment, the patient had a transthoracic echocardiogram performed which showed severe aortic regurgitation. The patient was asymptomatic. An unspecified treatment was provided. A transesophageal echocardiogram will be performed at an unknown date in the future for further assessment. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h3, h6 - annex b, c, and d analysis: review of the device history review (DHR) for this device with serial number (B)(6) was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. The device was received via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets appeared excised during explant as evidence of linear cut marks noted along the leaflets. In assessing leaflet 3, there appeared to be a section approaching the superior coaptive junction of commissure 2-3 where a flap of tissue remained present at the commissure, adjacent leaflet tearing appeared jagged near the margin of attachment. This damage is suggestive of a possible leaflet tear at this location. Commissures 3-1 and 1-2 appeared fully encapsulated with pannus. Commissure 2-3 appeared partially encapsulated with pannus. All commissures were intact under the pannus growth. Due to the received condition of the valve, coaptation could not be assessed. Glistening, off-white pannus adhered to the outflow frame. Thick layer of glistening, off-white pannus growth adhered to the inflow crown, extended into the inner lumen. Pannus growth noted on the outer valve surface, up to the margin of attachment of all leaflets. Cuts and or tears on the valve skirt appear to have occurred during explant. Radiography did not reveal calcification on the existing leaflets. Calcification nodules were noted at the inflow. Images were submitted to medtronic for review. The image subject matter expert (sme) review report identified that the transesophageal echocardiogram (tee) showed prosthetic leaflet fluttering and a prolapse suggesting a torn leaflet. Severe central aortic regurgitation with a pressure half-time (pht) of 142 milliseconds (ms) was observed. Mild posterior paravalvular leak (pvl) was present. The aortic valve mean gradient was 16.4 millimeters of mercury (mmhg). Mild mitral regurgitation present. Ejection fraction was approximately 65%. Post-implant computed tomography (CT) imaging review noted that the prosthetic leaflets were not well visualized, but no pannus or thrombus was seen. The aortic valve appears fully expanded. The implant depth was deep at 7.6 millimeter (mm) on the left coronary cusp (lcc), 6.6 mm on the right coronary cusp (rcc), and 8.3 mm on the non-coronary cusp (ncc). Conclusion: regurgitation and paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre -existing patient conditions. As reported, the regurgitation and pvl were due to the leaflet tear. The returned product analysis and image review suggested evidence of the torn leaflet; however, it was unable to be confirmed. A conclusive root cause of the leaflet tear was unable to be determined from the information available, however the reported post-bav is a potential contributing factor. Ultimately, a surgical valve was successfully implanted and no further adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5, b6, b7, h6 coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the post-implant tte indicated mild to moderate pvl with no transvalvular a ortic regurgitation. No stenosis was present and the resulting mean gradient was 5 millimeters of mercury (mmhg). The post implant bav to expand the valve was not part of the implanting facilities standard practice. It was noted from the operative report that no c omplications arose from the implant procedure. Antiplatelet therapy was prescribed for three months per standard of care for a transcatheter bioprosthetic valve implant. The 24-hour tte showed mild pvl with no transvalvular aortic regurgitation, and mild pulmonic regurgitation. The transcatheter bioprosthetic valve was explanted three years, ten months following implant and was surgically replaced with a non-medtronic surgical valve. The patient had no complications following surgery and was discharged home.

Manufacturer narrative:
Updated data: b2, b5, d6b, d9, h3, h6 method, result, conclusion, and annex f codes product analysis: the product has been returned and the results of the analysis are pending. Conclusion: not yet available, evaluation of the product is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that this issue was resolved with a surgical valve implant.

Manufacturer narrative:
Updated data: b5, h6 coding medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that following the initial implant of the valve, a post balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon for dilation and expansion. The transesophageal echocardiogram (tee), performed approximately over 3 years and 8 months later, identified +4 aortic regurgitation due to a flail leaflet fragment that was reported likely a torn leaflet fragment, flapping. A valve prosthesis failure reported. The patient experienced increased fatigue. A computerized tomography angiogram (cta) was to be performed. The patient was being further evaluated by the cardiovascular team for valve intervention. No treatment had been provided to date; no changes to medications. However, as reported, the plan was for the transcatheter valve to be explanted and for a surgical aortic valve implant. The surgery had not been scheduled to date. The patient¿s condition was reported as stable. No additional adverse patient effects were reported.